Event description:
It was reported that this device exhibited a battery depletion (bd) error. A review of device downloaded memory was done by technical services. There are no magnet applications or telemetry scans/telemetry sessions, faults or resets over this time. The voltage has since recovered. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device exhibited a battery depletion (bd) error. A review of device downloaded memory was done by technical services. There are no magnet applications or telemetry scans/telemetry sessions, faults or resets over this time. The voltage has since recovered. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device exhibited a battery depletion (bd) error. A review of device downloaded memory was done by technical services. There are no magnet applications or telemetry scans/telemetry sessions, faults or resets over this time. The voltage has since recovered. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A review of the device memory confirmed that a low voltage alert was recorded. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics. A battery lab analysis confirmed a lithium cluster in the battery caused an internal electrical short. This resulted in premature battery depletion of the device.